Manufacturer narrative:
Information updated/added to sections: b4, g3, g6, h2, h6 (component code, type of investigation, investigation findings and investigations conclusions). H11: additional manufacturer narrative: the complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) intra-procedure was confirmed with empirical evidence for the information provided. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Available information suggests that both patient condition and imaging related issues have likely contributed to the event due to challenging imaging and marfan syndrome, which affects the integrity of connective tissue and leads to fragile leaflets, making them more prone to slda. Likewise, a tethered pml caused a tearing of the leaflet, which may have also contributed to the event. Since no edwards defect was identified, corrective or preventive actions are not required.

Event description:
Per the report received from france, edwards received notification of a pascal precision ace procedure in mitral position. During procedure, a single leaflet device attachment (slda) occurred. The patient had degenerative mitral regurgitation, barlow type with a prolapse at a3 and a posterior mitral leaflet (pml) height of 5-6 mm. There was poor imaging during the procedure. Due to the poor imaging, the team had to change the echocardiography machine. Enough anterior leaflet was available, while the posterior leaflet was positioned at the edge of the annulus. Physicians were satisfied with this configuration. A stress test was considered because of the very short length, but it was ultimately declined by the physicians. There was no difficulty removing sutures. The pascal device was implanted in anterior-posterior position (a2-p2) with a 12-6 orientation. Five minutes after the release, the posterior leaflet was found to be detached, and a tearing of the leaflet was suspected by the echocardiographer due to its fragility. Stabilization was not performed, contrary to recommendations, as surgery was planned from the beginning. The initial tricuspid regurgitation (tr) grade was severe, it was mild after the device was implanted, and severe after the slda. After investigations, according to medical opinion, the perceived root cause was marfan syndrome, which had weakened the leaflet tissue. Patient was in stable condition after the procedure. The patient is planned to undergo mitral valve replacement surgery in (B)(6).

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.